Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1723602) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the 5f mynxgrip vascular closure device (vcd) rupture. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon on the 5f mynxgrip vascular closure device (vcd) ruptured. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot f1723602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the rupture reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the sheath most likely contributed to the reported event since a calcified vessel or a jagged/frayed sheath tip can cause damage to the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
As reported, the balloon on a 5f mynxgrip vascular closure device (vcd) ruptured. There was no patient injury reported. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The sealant and advancer tube were in the manufactured position. The syringe was returned separated from the device. The introducer sheath was not returned with the device. It was noted that no blood was observed on the surface of the returned device, and no saline or saline residue was observed in the inflation tube nor in the syringe, which indicated that the device had not been prepped with saline. No visual damages or anomalies were observed. The balloon of the returned device was inflated with air and pressure was maintained. The balloon performed as intended per the mynx instructions for use (IFU). Visual inspection at high magnification showed that the balloon of the returned device had not been prepped as received. No saline or saline residue was observed on or in the balloon of the returned device. A product history record (phr) review of lot f1723602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed through analysis of the returned device since no leakage was noted. The exact root cause of the reported incident could not be conclusively determined during analysis. However, based on the limited information available for review and the product analysis, the cause of the reported failure may have been attributed to incorrect prep of the balloon during the preparation phase before use in the patient as evidenced by the absence of saline in the inflation lumen. Additionally, the device had no exposure to blood; therefore, this device was most likely not used in the patient. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. The mynxgrip IFU step 2: deploy sealant, also instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device during the sealant deployment step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.